Manufacturer narrative:
The reported event was confirmed. The evaluation verified that the pinched lumen which caused water to be difficult to inflate. The pinch was not permanent and can be released. This condition was a result of post manufacturing damage and was not manufacturing related. The following functional test was performed: tested using lab syringe, unable to inflate the balloon with 5 cc. Instead, the inflation funnel filled with water and ballooned out. Deflated and repeated using quick fill technique and achieved the same result. Manipulate the pinched lumen on the shaft using finger and after few second, no pinch observed. Re-inflated and deflated the balloon with 5 cc water and the balloon inflated and deflated without difficulty. Per the dimensional evaluation, the following results were obtained: sample 1: pinched inflation lumen 12 cm from tip eye snip length 3/32" eye snip width 2/32" eye snip distance from distal cuff 6/32" eye snip distance from proximal cuff 4/32" rubberize thickness 9 thou reinforcement 155 thou inflation funnel thickness 50 thou balloon thickness (average) 25 thou inflation lumen coverage 10 thou sample 2: pinched inflation lumen 15 cm from tip eye snip length 3/32" eye snip width 2/32" eye snip distance from distal cuff 7/32" eye snip distance from proximal cuff 8/32" rubberize thickness 10 thou reinforcement 165 thou inflation funnel thickness 50 thou balloon thickness (average) 26 thou inflation lumen coverage 10 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients 3. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that the user was unable to inject the water into the balloon during a pretest. Another catheter was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was unable to inject the water into the balloon during a pretest. Another catheter was used.